Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture and separation were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture, separation, device embedded and unexpected medical intervention appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during manipulation and/or removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the femoral artery. The 4.0x100mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured during the first inflation at 6 atmospheres. Part of the balloon separated and became stuck in the femoral artery. The proximal portion of the device was removed and a stent was implanted, embedding the separated portion to the vessel. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. The report indicates that the images provided show that there is a balloon marker mid-inflation of a different balloon. Additionally, another image is showing a narrowing or reduction in blood flow which was not noted in an earlier image. It is not clear what contributing factors were present that would have impacted the balloon integrity. Calcification in peripheral blockages is common. It may be related to calcification, but this was not able to be discerned from the images. Based on the information received, the investigation determined that the reported balloon rupture, separation, device embedded and unexpected medical intervention appear to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture. The balloon rupture likely did not allow the balloon to refold properly resulting in the material interacting with the patient anatomy and/or accessory device and subsequently lead to the reported separation during manipulation and/or removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the femoral artery. The 4.0x100mm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion however the balloon ruptured during the first inflation at 6 atmospheres. Part of the balloon separated and became stuck in the femoral artery. The proximal portion of the device was removed and a stent was implanted, embedding the separated portion to the vessel. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.